Event description:
It was reported that the patients spinal cord stimulator (scs) device was causing severe pain and was not providing stimulation therapy. The patient subsequently underwent an scs system explant procedure. No further information could be obtained.

Manufacturer narrative:
Block d6b: explant date: 2022. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI): (B)(4).